Event description:
The customer reported the intermittent loss of cine functionality, the cine function failed to operate, thereby a losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.